Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was scheduled for procedure today. Once they opened up the pocket, they took out the one lead implant plugged into ins <(>&<)> tested with wens. Connectivity and impedance great. Plugged back into top <(>&<)> bottom port of ins and connectivity and impedance great in both ports. Looks like the problem with the lack of connectivity and impedance before the procedure was due to lead not being placed appropriately in battery. Lead not seated properly in battery. They plugged current lead back into ins <(>&<)> the other port was plugged. Everything was reading perfectly. Tested in post op programs with patient <(>&<)> very satisfied. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken. >40000 on all contacts.  An impedance check was done as well as a x-ray to verify if lead pulled out of header showed no dislodged lead. There was a return of pain. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 17-apr-2027, (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the lead is still implanted in the body. There is no way to see damage. X-rays looked normal.